Event description:
It was reported that a pump has "an error code of 105." There was no reported pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "error code of 105." Caused by a failed motor. The motor will be replaced.